Manufacturer narrative:
The patient was born in (B)(6). (B)(6). The device was manufactured april 21, 2017 ¿ april 22, 2017. The device was received for evaluation with approximately 78ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer. A functional flow rate test was then performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The reporter stated that at the end of the expected 2 days of therapy, the device was found to no longer be infusing. There was less than 30% of the initial 240ml of fluorouracil solution remaining in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.